Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 21.8 cm - 22.3 cm from the connector pin, exposing the outer coil, due to friction with another device. The outer coil was exposed, due to clavicular crush. Exposure of the outer coil could have contributed to the noise problem in the field.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.